Event description:
An engineering investigation was performed on the returned astral device. The investigation confirmed that the device would not start due to an isolated component failure in the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the rick is acceptable. There was no patient harm or injury reported as a result of this incident.

Event description:
It was reported to resmed (B)(6) that an astral device will not start. The device was not in use when the fault occurred, therefore, there was no patient involvement. Ref MFR report 3004604967-2014-00067.